Manufacturer narrative:
The sample is not available for evaluation. The lot history was reviewed and there were no nonconformities found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.

Event description:
It was reported a plum set had droplets seeping out from the small hole on the tubing filter resulting in chemotherapy drugs spilling. No other information was provided. This report captures the second of two events.